Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 41-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient developed a large hematoma in their right groin during impella cp support. Two units of platelets were given to treat the condition and the decision was made to explant the pump. An impella 5.5 pump was subsequently implanted for ongoing support.

Manufacturer narrative:
The investigation into access site bleeding ¿ major issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to anticoagulation management since the hematoma appeared soon after the implant and starting act was 340 which is more than the limit.